Event description:
It was reported that the patient's left ventricular lead had dislodged. Additionally, the lead exhibited high capture thresholds. The lead was removed and replaced. The patient was stable.